Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, biofilm formation, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Citation: marusza, w., olszanski, r.., sierdzinski, j., szyller, k., ostrowski, t., gruber-miazga, j., & netsvyetayeva, I. (2019). The impact of lifestyle upon the probability of late bacterial infection after soft-tissue filler augmentation. Infection and drug resistance, volume 12, 855-863.

Event description:
This case is linked to 2135225-2019-00066. This is an exemplary case report for one of 25 patients who were all in the group where the infection occurred. This literature article describes a study to analyze the impact of lifestyle-related factors on the risk of late bacterial infection by comparing the prevalence between two groups of previously healthy women: a group in which infection occurred at a site of belotero injection and a second which did not have such an infection. This literature report from poland concerns a female patient. She was injected subcutaneously with at least 1 ml of belotero® (not further specified) containing 20-26 ng/ml of stabilized cross-linked hyaluronic acid (ha) gel, into nasolabial folds, corners of mouth, tear trough valleys, cheeks, chin, lips, eyebrow ridge, lower face, marionette lines, wrinkles between eyebrows, forehead, edges of mandible and temples. Needles used for injections were 27 g (13 mm) and 30 g (13 mm) sterile needles or 25 g (40-50 mm) cannula. The needles and cannula were produced in sterile conditions. The patient was not suffering from extant skin inflammation (except for late bacterial infection at a site of belotero® injection) or other localized inflammation (for example: periodontal lesions, sepsis, hormonal dysfunctions requiring treatment other than hormone replacement therapy or contraception, autoimmunological diseases, immunosuppression). The patient's further medical history included menopause, hormone replacement therapy, gym and pool at least once a week, sauna and solarium at least once a month, pet ownership. The patient's past medical history included minimum one antibiotic therapy and hospitalization within a year prior the treatment. After the treatment with belotero®, the patient experienced symptoms which met the criteria for late bacterial infection. She presented redness, swelling, pain, induration and the discharge of pus at the site of belotero® injection within 1-18 months after the treatment. The patient did not have allergic reaction to administered belotero® nor the early bacterial infection in the site of injection. The patient was treated with the marusza and netsvyetayaeva scheme including the following procedures. This included puncturing the lesion with an 18 g needle, followed by drainage of pus and fermented cross-linked ha twice a week, until complete resolution, local administration of hyaluronidase, oral administration of combination antibiotic therapy and probiotic treatment. An allergy test was performed before the first administration of hyaluronidase. It entailed subcutaneous injection of 20 units of hyaluronidase into the forearm skin, followed by a 30-minute observation period. At least 72 hours had to pass before assessing the result to ensure that any negative results were valid, as intolerance was either the early or late type. Hyaluronidase was administered directly onto the lesion twice a week for 14-21 days or until complete resolution of swelling and nodules (whichever was longer). The volume associated with each hyaluronidase administration, was proportional to the size of the lesion (assessed based on its diameter, measured between the opposite rims that were farthest apart) and ranges from 6 to 195 units per administration. The estimated duration of therapy was adequate for the intended effect, and no shorter than 14 days. Combination antibiotic therapy included 2×400 mg moxifloxacin per os and 2×500 mg clarithromycin per os for 14-21 days or until the complete resolution of swelling and nodules (whichever was longer). Probiotic formulation consisted of 1.6 billion colony-forming unit (cfu) of lyophilized strains of lactobacillus acidophilus, l. Delbrueckii subsp. Bulgaricus, and bifidobacterium lactis, three capsules per day, during the antibiotic therapy and for 1 month after its completion. Reportedly, the percentage of lifestyle-related factors (antibiotic therapy, use of hormone replacement therapy or contraception, household pet ownership and sauna attendance) in this patient and in the group where the infection occurred was reduced in comparison to the group where no infection occurred. In the authors' opinion, late infection occurring within several weeks to months after the procedure was more likely to be related to the formation of bacterial biofilm, for which culture tests were usually negative. Late infection could not be completely prevented merely by the application of aseptic and antiseptic measures. In addition, several factors that were known to have an impact in the risk of late bacterial infection have not yet been fully elucidated but could include lifestyle-related factors such as the frequency of antibiotic therapy, household pet ownership, occupation, hormone replacement therapy or contraception use, and attendance at a swimming pool, sauna, or gym attendance. Follow-up information was received on 17-jul-2019: further details regarding corrective treatment were provided. The marusza and netsvyetayaeva (m&n) was used also as a second treatment option after unsuccessful treatment with other schemes (m&n scheme, but with ciprofloxacin instead of moxifloxacin or with clarithromycin monotherapy or a combination of clarithromycin with amoxicillin and clavulanic acid or with a variety of antibiotics, but without hyaluronidase) or other schemes than the m& n scheme (e.g. Extended antibiotic therapy or clarithromycin and trilac) were used. The principles were to first, drain and remove necrobiotic tissues; second, a complete removal of the foreign body on which the biofilm was formed; and third, an empirical antibiotic therapy in the form of combination therapy for an extended period. The criteria for recovery were the absence of symptoms of bacterial infection, such as redness, swelling, hardness, tenderness, and pus discharge, at the site of cross-linked ha administration and an asymptomatic state for 2 years. The outcome of the events biofilm formation, (B)(6), cheeks', biofilm formation, (B)(6), nasolabial folds', biofilm formation, (B)(6), left cheek', late bacterial infection, (B)(6), cheeks', late bacterial infection, (B)(6), nasolabial folds' and late bacterial infection, (B)(6), left cheek' was left unchanged, while the outcome of all other events was reported as resolved, and changed from unknown. The authors concluded that the principles applicable to infections resulting from implantation of a foreign body must be followed to treat late bacterial infection at a site of cross-linked ha administration. Therefore the treatment period should be sufficiently long for complete resolution of symptoms. The efficacy of treatment is proven if 2 months have elapsed without recurrence of symptoms. The m&n scheme was recommended for use as first therapeutic option for treating lbi related soft-tissue fillers.